Event description:
It was reported to philips that the system gave an alert that the c-arm movements were partially available. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint and received a remote alert indicating that the c-arm movements were partially available. Philips made a good-faith effort to obtain further information regarding the patient and procedure outcome; however, the customer did not provide the requested information. A philips field service engineer (fse) inspected the system on site and observed that some of the stand movements were unavailable. Upon troubleshooting, the fse identified the cause as a faulty geo io box. The defective geo io box was sent for analysis, but the supplier's part analysis could not conclusively determine the cause of the failure. Replacing the geo io box resolved the issue and restored system functionality. After replacement, the system was returned to service in good working order. The codes were updated based on the investigation outcome.